Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 09-oct-2018 which indicated that a catheter revision was now scheduled for (B)(6) 2018. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the patient¿s catheter revision had been rescheduled for (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 10mg/ml at 0.710mg/day via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history included chronic back pain and history of back surgery. The patient reported a decrease in her pain relief, no withdrawals symptoms, and a small area of swelling in her lower back. The swelling was located in the lumbar region just left of her spine and old catheter incision. The patient reported no injuries or falls. The patient has hardware in the lumbar region where the swelling is. There were no pump alarms. Due to the patient¿s symptoms, a dye study was performed to see if there was a leak in the catheter and possibly causing the swelling. The catheter was aspirated and had a good flow with 3cc of csf (cerebral spinal fluid) aspirated. During the study, the x-ray showed the catheter tip was in the thoracic region. Dye was injected into the catheter and dye was seen at the site of the swelling in the lumbar region by the patient¿s hardware. The patient was being scheduled for a possible catheter revision, however no surgery date as of the date of the report. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Device code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the patient had the catheter revision today. The physician opened at the catheter anchor site and discovered that the patient¿s catheter was still anchored but had come out of the intrathecal space and was coiled by the anchor. The catheter was still patent. The physician then revised the spinal segment of the catheter, once the catheter was in the intrathecal space (t8), it was re-anchored. At the end of the procedure the patient had good catheter flow. No further complications were reported or anticipated.